Manufacturer narrative:
The reported issue that the pump module failed to alarm for ail could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿failure to alarm for ail¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the pump module failed to alarm for air-in-line (ail) was not determined because no product or device logs were returned. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "this rn was assisting parents to reposition baby during feeding. This rn was checking for air in the line as this patient had been experiencing issues with air in the line. This rn noticed there were three significantly sized air bubbles in the line. The air bubbles were sitting below the alaris pump and the filter. This rn flicked the air bubbles down to the filter. The pump did not alarm to notify there was air in the line. This rn double checked the line to ensure there weren't any other air bubbles in the line." The event occurred in the pediatric intensive care unit (picn). Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "this rn was assisting parents to reposition baby during feeding. This rn was checking for air in the line as this patient had been experiencing issues with air in the line. This rn noticed there were three significantly sized air bubbles in the line. The air bubbles were sitting below the alaris pump and the filter. This rn flicked the air bubbles down to the filter. The pump did not alarm to notify there was air in the line. This rn double checked the line to ensure there weren't any other air bubbles in the line." Although requested, no additional information was provided.